Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned in segments and analyzed. The lead was found to be stretched. Blood was found in/on the helix/lobe mechanism. The inner insulation was kinked/buckled, and the lead appeared to have been damaged at implant. The analyst noted that the lead had been stretched, so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported that during the implant attempt, the lead was repositioned multiple times due to high thresholds. The physician was not convinced that the helix was retracting fully. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.